Event description:
Additional information was received: it was reported that the patient returned for the 30 day follow up and it was determined that there was no endoleak and the aneurysm size decreased.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately eight years ago. Aneurysm and vessel morphology from the time of implant are not available. Currently the aneurysm is 6.5 cm in diameter. The aortic neck has severe disease progression with aortic neck dilatation; the aortic neck is currently 39 mm in diameter. The CT demonstrated that there was stent graft migration and a proximal type I endoleak present. The decision was made to implant two talent converters through the aneurx stent graft. One talent converter was implanted on the ipsilateral side and one talent converter was implanted on the contralateral side, the talent converters are side by side in the patient and were deployed with the proximal ends just below the renal arteries. The migration was resolved, however, there was a slight type I endoleak present. The physician believes this will resolve after the heparin wears off and the patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Results: endoleak, disease progression, dilatation of the aortic neck. Conclusion: disease progression, dilatation of the aortic neck.